Event description:
During a surgical procedure on (B)(6) 2013, reportedly the head of the trinkle drilling attachment for battery power line broke off. It was reported the procedure was not delayed as a spare device was available and used to complete the procedure with no further problem. No harm to the patient was reported. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.